Manufacturer narrative:
No device was returned to olympus for evaluation. The exact cause of the user's experience could not be conclusively determined. If add'l and significant info is rec'd later, this report will be supplemented.

Event description:
Olympus was informed that during a diagnostic endobronchial ultrasound (ebus), the balloon came off the endoscope and was not able to be located in the pt's lung. The pt was admitted overnight for observation and discharged the following day. The pt was reported as doing fine.